Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, a patient had increased mobility with traumatic anterior occlusion and will require comprehensive upper/lower orthodontic treatment to correct malocclusion.